Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shocking impedances, eventually reaching high out-of-range measurements greater than 200 ohms. Technical services (ts) reviewed the event and suspected lead calcification. Ts also recommended device replacement. No adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shocking impedances, eventually reaching high out-of-range measurements greater than 200 ohms. Technical services (ts) reviewed the event and suspected lead calcification. Ts also recommended device replacement. No adverse patient effects were reported. This rv lead remains in service. Additional information was received indicating that the patient with this rv lead underwent a revision surgery in which this device was explanted and replaced. During this surgery the implantable cardioverter defibrillator (ICD) was also explanted due to normal battery depletion. No additional adverse patient effects were reported. This rv lead has not returned for analysis.